Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported partial clip movement was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5, enlarged atrium, false prolapse of the anterior leaflet, and restricted septal leaflet. A triclip was inserted and deployed on the tricuspid valve. A second triclip xtw was inserted and deployed on the tricuspid valve. However, after deployment, the second clip partially detached from the anterior leaflet and remained attached to the anterior leaflet (partial clip movement). To stabilize the partially moved clip, a third clip was then deployed on the tricuspid valve, reducing the tr to a grade of 1-2. There was no clinically significant delay in the procedure.